Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 125 mg/dl. The customer stated that it had started raining outside and he came into the trailer he had been working on before the alarm occurred. He noted that the device had been in his pocket and had not gotten wet. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted on the electronic or motor assemblies. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.